Event description:
Pt did not put batteries right away in the pump that we sent her. The settings on the pump are now erased. Serial number: (B)(4), maintenance due 12/11/2018. The reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. No other info known. Dose or amount: 62nkm, frequency: continuously, route: subcutaneously. Dates of use: (B)(6) 2017 to present. Diagnosis or reason for use: i27.0.